Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket erosion and infection. It was suspected that the erosion occurred due to patient using a scrub on top of the device. The device system was explanted. Replacement system was implanted on (B)(6) 2019. The patient was stable.